Event description:
It was reported that thebd microlance¿ 3 needle broke while drawing fluid for vial. The following was received from the initial reporter: verbatim: o the needle broke after drawing a volume of 50 ml.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300637 and lot number 230115. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, a broken hub assembled to a luer-lock syringe was observed. At this time, an exact cause related to the manufacturing process could not be determined for the broken needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that thebd microlance¿ 3 needle broke while drawing fluid for vial. The following was received from the initial reporter: verbatim: o the needle broke after drawing a volume of 50 ml.